Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that after 21:26 minutes and 186,075 joules into a photoselective vaporization of the prostate procedure, the fiber tip began to rotate on itself and the beam was forward firing. Another fiber was utilized to complete the procedure. There were no patient complications.